Event description:
Customer reported difficulty in removing air bubbles from the tubing of the 72" fluid delivery set with the 15 micron filter in the chamber. There has been no air injection or patient injury. A used device is being returned for evaluation.

Manufacturer narrative:
The returned, used device was visualized and no damage was noted. When attached to a fluid source and tested, it performed properly. This fluid delivery set is a purchased component and the supplier will be notified of this report. The end user hospital was previously utilizing a fluid delivery set with a non-filtered chamber. They have only recently begun using this filtered version. Further communication will take place with the hospital to determine the best fluid delivery set for their needs. The reported event is not occurring more frequently or with greater severity than is usual for the device.